Event description:
It was reported that the implant was removed due to pain at the site. Tooth #22.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
Additional information received from the customer indicated the implant was actually removed due to a loss of integration at the site.

Manufacturer narrative:
After further review, this event would not result in a serious injury or sentinel event. As a result, a retraction was submitted to the FDA for MFR #0001038806 - 2022 - 00058 and the dt was reassessed as not reportable. This event did not result in a serious injury and is not likely to if the event were to recur. No significant delay or decline in the patient's status due to the procedure and no additional surgical or medical intervention was required to resolve issue. Therefore, this event is deemed as not reportable.